Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to inquire where the clear elbow connector piece was, as she stated she spoke to someone previously and was under the impression the pc was en route. Advised of the notes on the account but informed her that no exchange order was placed. She states her daughter now has a uti and sores due to inability to use the purewick and wetness. Created an exchange order and advised of biohazard box. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection and sores.